Event description:
The manufacturer received information alleging backlight malfunction occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices back light flickers and turns off. In conclusion, the device's display board was replaced to address the issue. Additionally, during the service of the device, the usb extended cable was replaced due to physical damage unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00) and the mac address was updated.

Manufacturer narrative:
The reported failure is accomadated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.